Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 3 ml, the plunger came out of syringe. The following information was provided by the initial reporter: caller reported plunger flew out of the syringe when trying to remove air from cartridge and would not go back in.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.